Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 744 mg/dl the cause of elevated bg was unknown; however customer believes the cause to be related to the cartridge or the non-tandem infusion set. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 4/12/21 with the issue resolved. No information was provided regarding permanent damage sustained from the event.